Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was revised for infection so everything was removed and competitors antibiotic spacer was reimplanted. No other info available per hospital policy. Components taken out of the patient were right mod stem and cone body, alumina liner and head tritanium cup and 2 screws.

Event description:
Patient was revised for infection so everything was removed and competitors antibiotic spacer was reimplanted. No other info available per hospital policy. Components taken out of the patient were right mod stem and cone body, alumina liner and head tritanium cup and 2 screws. Update 09/02/2016: it was reported by the patient's attorney that allegedly the patient "presented in the ER of west palm hospital on (B)(6) 2016 with complaints of right hip pain and an inability to walk or lift his leg due to pain. X-rays of (B)(6) 2016 described considerable lucency around the acetabular prosthesis. Infected revision right total hip replacement was diagnosed on (B)(6) 2016 and aspiration and blood cultures were both positive for infection". It is further alleged that the cup was found to be grossly loose and the hip solidly fixed with an anterior heterotrophic ossification. The implant was removed on (B)(6) 2016. Update as per medical review: "an (B)(6) 2016 consultation note states, "sepsis could be line related ... Could be urinary tract infection ... Line removed." On april 27, 2016 the wbcs were down to 13,600. The patient was discharged to rehab on intravenous rocephin. Final diagnosis was "gram negative septicemia with sepsis due to pyelonephritis, acute renal failure". [...] "On (B)(6) 2016 a "right total hip explantation with formation of antibiotic articulating spacer, open reduction internal fixation greater trochanteric fracture" for a pre- and post­ operative diagnosis of right hip prosthetic joint infection was performed." [...] "On (B)(6) 2016 a revision right total hip arthroplasty from an antibiotic spacer was performed for a pre- and post-operative diagnosis of "previous right total hip prosthetic joint infection"." [...] "X-ray printouts related to the right hip include a series dated (B)(6) 2016, which is an ap of the pelvis and an ap and two laterals of the right hip demonstrating a restoration modular uncemented long-stem right total hip arthroplasty. The hip is reduced and the acetabulum is grossly loose and vertical in position, and had migrated proximally with a large expanded radiolucent acetabulum with two screws visible."

Manufacturer narrative:
Correction of reported device. An event regarding infection and loosening involving an unknown tritanium shell was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant revealed: "on (B)(6) 2016 a "right total hip explantation with formation of antibiotic articulating spacer, open reduction intern.al fixation greater trochanteric fracture" for a pre- and post­ operative diagnosis of right hip prosthetic joint infection was performed. The operative report describes general anesthesia and use of the previous posterolateral incision. The report notes, " ... Atraumatically dislocated ... Removed the head ... Attempted to remove body from stem ... Would not loosen ... Extended trochanteric osteotomy ... Cut stem with a midas rex and removed proximal stem ... Removed distal stem with a trephine ... Removed the acetabular liner, screw, then the cup easily came out ... Irrigated with three liters of bacitracin solution ... Fixed the extended trochanteric osteotomy with dall-miles cables. The trochanteric fracture was fixed with a claw plate." A prostalac #3/240 stem, a 42/32 prostalac cup, a 160mm claw plate, a 32/plus-1 femoral head and eleven dall­ miles cables were utilized. Uncomplicated surgery was described, and the patient was discharged on june 8, 2016 with a PICC line for intravenous antibiotics. On october 24, 2016 a revision right total hip arthroplasty from an antibiotic spacer was performed for a pre- and post-operative diagnosis of "previous right total hip prosthetic joint infection"." [...] "X-rays dated june 3, 2016 are six views of the right hip demonstrating a long-stem articulating spacer with a large bolus of cement in the acetabulum, multiple dall-miles cables and a hook plate on the greater trochanter. The hip is reduced and in nominal position." [...] "X-rays dated october 24, 2016 are seven views of the right hip demonstrating a long-stem restoration modular stem. The hook plate and all but one of the dall-miles cables are gone. A large acetabular component with one screw visible is in situ. A superior acetabulum augment with multiple screws is in situ. The hip is reduced and in nominal position." [...] "There are no clinical records available before march 14, 2016 and no operative report or list of components of the primary right total hip arthroplasty reportedly performed in 1997 to determine type of implant and manufacturer or an operative report and indication for the revision of the right total hip arthroplasty performed in 2006. X-rays of march 14, 2016 seem to show a restoration modular stem was utilized. All clinical problems related to the right hip were noted on march 14, 2016 to have begun "at lpm" that day. All subsequent clinical problems related to a periprosthetic infection in this morbidly obese, medically compromised diabetic patient who did not receive the planned definitive two-stage infection surgery on march 18, 2016 due to technical surgical issues. The persistent infection for which all implants were removed was not related to the prosthetic components. Examination of the explanted components from the june 3, 2016 surgery would be helpful in definitely ruling out any implant related issues." -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the reported event of infection and loosening however, the root cause could not be determined. The medical review noted, ¿all subsequent clinical problems related to a periprosthetic infection in this morbidly obese, medically compromised diabetic patient who did not receive the planned definitive two-stage infection surgery on march 18, 2016 due to technical surgical issues. The persistent infection for which all implants were removed was not related to the prosthetic components. Examination of the explanted components from the june 3, 2016 surgery would be helpful in definitely ruling out any implant related issues.¿ further information is needed to complete the investigation for determining root cause. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The event description was updated with additional information. Based on this update, brand name has been corrected to unknown tritanium shell additional device details provided: 6276-1-223, 23mm mod rev hip bdy/blt +20mmcomponent level 9006-1-223, lot 7761302; 625-0t-32e trident alumina insert, lot unknown. The device history review of the one lot code provided indicated that all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated that there have been no other similar events for the reported lot or reported sterile lot. Reported event: an event regarding infection and loosening of an unknown tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical information was received for review with the clinical consultant. Device history review and complaint history review could not be performed on the devices reported as the lot code was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, pathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Product surveillance will continue to monitor for trends.

Event description:
Patient was revised for infection so everything was removed and competitors antibiotic spacer was reimplanted. No other info available per hospital policy. Components taken out of the patient were right mod stem and cone body, alumina liner and head tritanium cup and 2 screws. Update 09/02/2016: it was reported by the patient's attorney that allegedly the patient "presented in the ER of (B)(6) hospital on (B)(6) 2016 with complaints of right hip pain and an inability to walk or lift his leg due to pain. X-rays of (B)(6) 2016 described considerable lucency around the acetabular prosthesis. Infected revision right total hip replacement was diagnosed on (B)(6) 2016 and aspiration and blood cultures were both positive for infection". It is further alleged that the cup was found to be grossly loose and the hip solidly fixed with an anterior heterotrophic ossification. The implant was removed on (B)(6) 2016.